Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: 00875305401 shell with cluster holes, 63629764; 00877503602 biolox femoral head, 2872971; 00877501136, biolox ceramic taper liner. Event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2018-06962.

Event description:
It was reported a patient underwent irrigation and debridement under anesthesia approximately 9 days post implantation due to fever and infection. Patient was discharged when the wound healed. No additional patient consequences were reported. Attempts have been made and no further information is available.